Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter spontaneously fell out 4 days after being placed in the patient.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Three photos were received for evaluation. The first one showcases the two-way catheter with the balloon inflated. The second photo zooms into the inflated balloon and the last photo shows the catheter lot nggy5087. Also received 1 all silicone foley catheter with the balloon partially inflated. The inhouse syringe was connected and 5 ml were returned in one minute and 45 secs evidencing cuffing. Attempted to inflate balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and after a couple seconds the solution went into the drainage lumen at the bifurcation indicating lumen to lumen leak. Syringe was connected and the solution remaining was returned, cuffing was evidenced (cascading from lumen-to-lumen leak). Sample received product does not meet specifications which states ¿catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe¿. The root cause was difficult to assure the positioning of the catheter due to vision was difficult. DHR review is not required. A labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter spontaneously fell out 4 days after being placed in the patient.